Event description:
It is reported that the device was implanted in 1998 and revised post-op in 2004 due to the separation of the metallic from the polyethylene. During revision, there was no sign of loosening or wear.